Event description:
It was reported that this lead was an attempted implant as helix extension and retraction difficulties were encountered during the procedure, despite several positioning attempts. At some point, the helix became blocked and low r-wave amplitude was identified, so the physician made the decision to implant a different lead and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis. Several attempts were sent asking for the location of this device, but no response was received. It is believed that this device may have been lost during transit to boston scientific. The complaint device has not been returned by the customer; therefore, no product analysis could be performed. The complaint investigation conclusion code is known inherent risk of device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this lead was an attempted implant as helix extension and retraction difficulties were encountered during the procedure, despite several positioning attempts. At some point, the helix became blocked and low r-wave amplitude was identified, so the physician made the decision to implant a different lead and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.